Event description:
Additional information received indicated the device was reprogrammed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was t-wave oversensing noted on the device due to fusion. Technical support suggested it was due to patient physiology rather than a device issue and offered reprogramming recommendations to resolve the issue. The device will be reprogrammed to resolve the event and the patient was stable with no consequences.